Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient complained of pain and upon examination a peri-prosthetic fracture was discovered. As a result, the patient underwent a right shoulder revision approximately 8 years and 7 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely due to a humeral bone fracture, which was confirmed in the provided radiograph. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.